Event description:
The customer reported to philips healthcare that the heartstart xl+ had a solid red x, was beeping, and had a blank screen. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.